Manufacturer narrative:
(B)(4). Evaluation: device not returned. Retained kit testing met all specifications. Since the lot number of the architect anti-hbc ii reagent, list number 8l44-25 used for the potential false non-reactive patient results is unknown, lot numbers 77935hn00, 77935hn01 (sub lot associated with 77935hn00, containing the same reagent components) and 80149hn00 of architect anti-hbcii reagents were analyzed during the investigation. The data show that the sensitivity performances of list number 8l44-25, for those lot numbers are not adversely affected. As part of our investigation we have reviewed the complaint and manufacturing records for lot numbers 77935hn01, 77935hn00 and 80149hn00. This review did not identify any problems relating to the customers observation. Based on our investigation, we have determined that architect anti-hbc ii reagent kit, list number 8l44-25, lot numbers 77935hn01, 77935hn00 and 80149hn00 are performing acceptably.

Event description:
The account stated that the architect anti-hbc ii reagent has generated a false non-reactive result on a patient sample. The initial result was non-reactive and was reported to the physician. The sample was then tested on two beckmann access analyzers and the results were positive. The sample was also tested by the roche elecsys and on filtration chromatography and both results were positive. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 8l44 that has a similar product distributed in the us, list number 6l22. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.